Manufacturer narrative:
The reported customer complaint of no video image was confirmed through evaluation of the device. Results of the device evaluation include image blackout, passed dry leak test, and passed wet leak test. The device was refurbished, cleaned, disinfected, angle adjustments, and video image calibration made and returned to the customer. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested and RMA for a eg-2990i (sn: (B)(4)) upper gi video scope for an issue of no video image. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.